Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Section has been updated based on product download.

Event description:
Customer reported while using their freestyle libre reader they "noticed smoke coming out of reader after charging it". Customer also reported that he threw the reader out of the car window. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported while using their freestyle libre reader they "noticed smoke coming out of reader after charging it". Customer also reported that he threw the reader out of the car window. There was no report of death, serious injury or mistreatment associated with this event.